Manufacturer narrative:
History: the subject port was returned for non-destructive testing and analysis. The catheter had separated from the port housing. Analysis: the port housing was returned with the catheter, which measured approximately 5.1 inches long. Examination of the ends of the catheter failed to reveal a distinct circumferential impression where the catheter would have been sandwiched between the locking bead in the connector tube and the inside of the catheter lock. Conclusion: the most likely cause of the catheter separation from the port housing was that during connection to the housing, the catheter was not advanced over the locking bead of the connector tube, resulting in subsequent detachment of the catheter.